Event description:
The customer contact reported a cut on the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate. The customer contact reported that during priming prior to pt use, an unspecified volume of solution leaked from a cut in the tubing set. During visual examination at the user facility, a cut was noted at the connection of the tubing and the outlet port of the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.